Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed high pressure. The patient had ensured that all three clamps were open and moveable. No kinks or twists had been observed in the tubing. Trouble shooting was performed. The cassette had been reattached, and the clamp had been released. The device settings were reservoir vol 19.8 ml, 1.7 ml/hr, with 61.25 ml given. The infusion had been restarted, but the alarm had returned after the first cycle of medication. Troubleshooting steps had been repeated, but the alarm could not be resolved. Batteries had been removed, and the clamp had been closed. The medication involved had been 5fu. The patient was advised to contact their provider for further instructions. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.